Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# v475128, implanted: (B)(6)2010, product type lead; product ID 3093-28, lot # v475128 , implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
The consumer reported she was told by a urologist to turn the device off a year ago because she had problems with the urologist who implanted the device. Her back had been bothering her and she had a back ache. This was in (B)(6) 2015. She put a heating pad on the implantable neurostimulator (ins) for a couple of days. Then, the patient got a shock right up her rectum when she had the heating pad on. They saw stars and screamed. The patient believed that when she put the heating pad on her ins the lead wires heated up and that was what caused her to get the shock and all the pain. She was taken to the hospital on (B)(6) 2015 because the pain was so excruciating. The hcp had her shut the device off and she had not had the pain since. She was going to call the hcp that told her to turn the device off and set up an appointment to have the device checked. The patient had x-rays done and was going to show the hcp. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.